Event description:
It was reported that since implant of the right ventricular (rv) lead there is attenuation of r-waves and potential oversensing of t-wave on stored episode. On the sensing trend r-waves fluctuate, with at least one high rate episode, appearing to be t-wave oversensing. It was also reported that episodes appear to be due to noise as the intervals vary. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that since implant of the right ventricular (rv) lead, there is attenuation of r-waves and potential oversensing of t-wave on stored episode. On the sensing trend r-waves fluctuate, with at least one high rate episode, appearing to be t-wave oversensing. It was also reported that episodes appear to be due to noise as the intervals vary. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device was analyzed, and revealed that on(B)(4) 2011 the device recorded one ventricular non-sustained tachycardia (nst) episode that was less than 220ms (oversensing).